Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint not confirmed. The original pump tubing was not returned for evaluation. No problems found with device upon evaluation. The returned ar-6480 was run with lab tubing set at varying pressures. Pump ran for an approximate 20 mins with no issues. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that upon completing a knee arthroscopy case, the surgeon said that the patient had "compartment syndrome". He said the patient's quad seemed tight with fluid. When the rep entered the or, the ar-6480, arthrex pump, was still set at 75mmhg. Therefore, the pump's pressure was increased from 45mmhg to 75mmhg at some point during the case and was ran at 75mmhg until the end of the case. A nurse that was working the room said that at one point, the pa had requested that they turn the shaver (another manufacturer's shaver) to max suction, because the shaver wasn't suctioning, although the dw pump was in shaver mode working correctly. It was then realized the shaver was clogged, and no attempt was made to turn the other manufacturer's shaver down to a normal range for the dw to function efficiently. Patient is a fairly fit, lean (B)(6) male.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. Other manufacturer's devices were also involved in the case and may have contributed to the patient's experience. The contribution of the arthrex dw pump to the event could not be determined as the device was not returned for evaluation. The device history record review showed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. The device history record review showed nothing relevant to the event. This is the (B)(4) complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that upon completing a knee arthroscopy case, the surgeon said that the patient had "compartment syndrome". He said the patient's quad seemed tight with fluid. When the rep entered the operating room, the ar-6480, arthrex pump, was still set at 75mmhg. Therefore, the pump's pressure was increased from 45mmhg to 75mmhg at some point during the case and was ran at 75mmhg until the end of the case. A nurse that was working the room said that at one point, the pa had requested that they turn the shaver (another manufacturer's shaver) to max suction, because the shaver wasn't suctioning, although the dw pump was in shaver mode working correctly. It was then realized the shaver was clogged, and no attempt was made to turn the other manufacturer's shaver down to a normal range for the dw to function efficiently. Patient is a fairly fit, lean (B)(6) male.